Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings of "114 and 99 mg/dl" with the subject meter and "80, 85 and 67 mg/dl" on the laboratory device. The tests were performed more than 30 minutes apart. The time difference between the results exceeds lfs' criteria for a valid comparison. The patient informed the csr that she manages her diabetes with oral medication (janumet 50/850) and insulin (lantus 30 units) and that she took less food and drink on (B)(6) 2015 in response to the alleged issue. The patient reported that one month after the alleged issue began she developed symptoms of "sweating, shaking hands and obscured vision." The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.